Event description:
During the contrast injection for a CT abdomen and pelvis CT, the flolink catheter extension tubing burst open spraying contrast media onto floor as a result of a defect produced by the slide clamp. The defect produced by small "burrs" on the inside of the slide produce a "score" in the tubing which creates a weakened area in the tubing resulting in the burst incident. Pt was not harmed, but was very concerned. Dates of use: approx 1 month.